Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime alarm test due to moisture damage noted in the force sensor. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the customer's insulin pump kept giving insulin even when button were not pushed. Customer's glucose reading was 156.6 mg/dl. Customer stated that the squirting occurred every time the insulin pump was primed. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. Customer has an older pump to use as a back-up. No further information provided.